Manufacturer narrative:
The pump had no button response due to moisture damage found on keypad traces. Analysis was unable to test for unexpected restart alarms due to no button response. The pump was tested with test keypad and no frozen display noted. However there was moisture damage found on electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had frozen display and unexpected restart. The blood glucose at the time of the incident was 167 mg/dl. The customer states they were pushed into a pool and the pump were unable to clear the unexpected restart alarm. There was no response from any button, but the screen was not completely blank. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.